Event description:
I had the inspire device installed for sleep apnea in (B)(6) 2019. I followed all protocol to make it work for over 3 years. It has done nothing to improve my sleep apnea. The company wants nothing to do with you when it doesn't work for you. You can't get any advice from them even about the removal process. The customer is on their own. They have many happy customers but there is a growing number of unhappy ones as more people are doing this surgery. My biggest complaint is they can't or won't tell me why it didn't work for me. You would think a good company would want to see if there's a common denominator between all these who failed. They don't want to deal with people like me. They want us to shut up and deal with getting it removed yourself.